Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the reader camera and run reference image. The fe tested the provue with diagnostic software. Controls were run and passed. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer reports that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.